Event description:
Patient being transferred from hana table to the patient bed after surgery fell off the table. The staff did not put the perineal post in to stabilize the patient. Scans were taken to make sure the patient was ok and the tests came back negative. Patient has since been deceased, however not due to surgery or any complications due to the fall.

Event description:
Patient being transferred from hana table to the patient bed after surgery fell off the table. The staff did not put the perineal post in to stabilize the patient. Scans were taken to make sure the patient was ok and the tests came back negative. Patient has since been deceased, however not due to surgery or any complications due to the fall.

Manufacturer narrative:
Per the information obtained from the investigation, no problems were reported with the device. Patient underwent CT scan following the fall and no injuries were observed/reported by the hospital. During the interview of hospital personnel, it was learned that the safety straps were not used during or after surgery. The usage of safety straps is clearly noted in the product owner's manual/IFU along with the warnings pertaining to patient safety. This incident is thus deemed as use error as there was a failure to follow recommended guideline and safety practices as recognized by manufacturer in the instructions for use.